Manufacturer narrative:
On 28 july 2016 it was prepared a final report with the information already reported in the initial report. On 01 august 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
According to the surgeon, the cortex was very hard and it was even difficult to perforate it with the awl. Batch review performed on 10 may 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, this is the fourth similar event reported on items of this lot (mdrs 2016-00159, 2016-00208 and 2016-00218). On 02 june 2016 the (B)(4) performed a visual inspection of the retrieved instrument and commented as follows: during the visual inspection was observed that 2 out of 4 prongs were completely broken at the base in the same failure mode: fragile fracture. The associates retaining sleeve was inspected to find out any possible defect: the sleeve was still intact and functional for the intended use and can be used for additional surgeries.

Event description:
After successful insertion of two screws, 2 of the 4 tips of the screwdriver broke during insertion of the third screw. The surgeon managed to retrieve the broken parts and took them out. He then used the another screwdriver to insert the remaining screws.